Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion was located in a severely calcified vessel. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured when inflated twice for 10 seconds at 12 atmospheres. The procedure was completed with a different device. There were no complications reported.